Manufacturer narrative:
H6: evaluation codes: visual, photographic, and chemical analysis were performed. Device met all specifications.

Event description:
Cervical spine locking plate was implanted and broke post-operatively.